Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer¿s blood glucose level was 17.4 mmol/l. The customer was able to clear the alarm and was also able to complete rewind. Self test was performed but it did not pass. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.